Event description:
One therapy pca was returned with no allegation associated therewith. Testing by the failure analysis lab identified a "system failure" error message accompanied by a red x symbol in the ready-for-use (rfu) window. The test device would not shock and it failed the operational check for defibrillation. There was no patient involvement. The manufacturer's failure analysis technician evaluated the component and confirmed the reported malfunction. The root cause was not determined. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The device remains at the customer site and no further evaluation is warranted at this time.